Event description:
Uncomfortable, irritating - vagina [vulvovaginal discomfort]. Uncomfortable - vagina - tampon [medical device site discomfort]. Irritating - vagina - tampon [medical device site irritation]. Tampons have that fabric that makes them come apart [device breakage]. Case description: consumer reported via social media that tampon's fabric comes apart. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.